Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported via email. The customer received a higher sensor scan result which went "from 27.8 to 3.0 and below the red line". The customer felt that the situation was life-threatening, and went to an the emergency room for 6 hours and it is unknown whether they have received third-party treatment but the customer reported that they were able to self-treat with insulin. There was no report of death or permanent impairment associated with this event.